Manufacturer narrative:
(B)(4). Per the customer the sample was not available and the lot number was unknown, therefore no evaluation or batch review could be performed.

Event description:
A customer contacted global technical service (gts) regarding a system error 2240 (air in tubing) during initial drain. The home patient (hp) used an extension line but were very vague as to when it was connected and if it was fully primed. The patient was connected either at the time of the alarm or observed air. The technical service representative (tsr) had the hp cycle power and the homechoice (hc) alarmed system error 2367. The hp was to restart with new supplies. There was no serious injury or medical intervention reported.